Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "severe" peritonitis. The cause of the event was not reported. The patient was hospitalized and subsequently admitted to the intensive care unit. Treatment for the peritonitis was not reported. Seven days after event onset, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was not reported if pd therapy was ongoing prior to or at the time of death. No additional information is available.